Event description:
It was reported that during the explant procedure of this patient's pacemaker device, the physician accidentally cut this right ventricular (rv) lead. During this intervention, it was attempted to implant a new lead, but this was not possible due to lack of vein access. A new system was not implanted, but the patient was referred to another hospital in order to determine if a new pacemaker and lead are required and implant them, if necessary. The patient is not pacemaker dependent. The damaged lead was capped and abandoned in the patient.

Event description:
It was reported that during the explant procedure of this patient's pacemaker device, the physician accidentally cut this right ventricular (rv) lead. During this intervention, it was attempted to implant a new lead, but this was not possible due to lack of vein access. A new system was not implanted, but the patient was referred to another hospital in order to determine if a new pacemaker and lead are required and implant them, if necessary. The patient is not pacemaker dependent. The damaged lead was capped and abandoned in the patient.